Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of a minicap transfer set and the titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.